Event description:
The customer reported that upon inserting the sheath, the tip broke off in the patient; however, the broken piece of the sheath was retrieved from the patient. It was reported that x-rays were done on the patient verifying all foreign matter has been removed. The customer also stated that a like device was used to complete the procedure with no delay and no consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. The tip of the inserter is broken confirming this complaint. From past investigations, this type of failure can be attributed to exerting too much pressure on the device while using or dropping the device on the ground. Other than this possibility of occurrence, we cannot determine a root cause for this issue. It is unknown at what point this failure occurred. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer reported that upon inserting the sheath, the tip broke off in the patient; however, the broken piece of the sheath was retrieved from the patient. It was reported that x-rays were done on the patient verifying all foreign matter has been removed. The customer also stated that a like device was used to complete the procedure with no delay and no consequences.